Event description:
It was reported that the external pulse generator was in need of repair. Follow-up determined that the generator had physical damage and a cracked display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the comment that the generator had a cracked display and therefore it was replaced. Analysis also found that the keyboard was scratched and it was also replaced. F(B)(4).

Event description:
It was reported that the external pulse generator was in need of repair. Follow-up determined that the generator had physical damage and a cracked display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.